Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a damaged housing. Event log history was performed and showed that "error 1660" was recorded in history. During analysis, the device was powered up and alarmed "ec 1660" which is an issue with processor on the circuit board. Service will replace the circuit board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "error 1660". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.